Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and requested plot and log files to analyze the reason behind false positive occurrence. Bd did not receive requested information from the customer. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed previous complaint for false positives caused due to faulty racks which is resolved by adding shorting boards to drawer d. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be provided due to the lack of information provided.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results are obtained in draw c station e01. Confirmatory gram staining performed. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results are obtained in draw c station e01. Confirmatory gram staining performed. There was no report of patient impact.